Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During the troubleshooting for an unrelated alarm, it was discovered that the patient had started therapy over using the same supplies as the previous therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.